Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc) since the device was discarded by the user facility. Therefore, omsc could not evaluate the referenced device. The manufacturing history was reviewed, with no irregularities noted. Omsc could not determine the root cause conclusively. However, this type of the event is most likely related to the operator's technique. Based on the past similar cases, there are two possible causes for this event. The probe was cracked when the user activated output contacting with metal or something hard object, besides the probe was broken when the probe received a load. The tissue pad was worn since the user continued to activate output without grasping tissue (including after the tissue already cut). The grasping section and the probe came into contact since the tissue pad was worn, consequently the probe cracked, and besides the probe was broken when the probe received a load. The instruction manual of the device has already warned as follows; do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic hysterectomy, the subject device was used. The probe broke off at the first activation. It is unknown whether or not the broken probe fell inside the patient. The doctor replaced the device with a spare one and completed the procedure. There was no patient injury reported. From the attached picture, it was found that the broken probe is not inside the patient.